Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. D6a and d6b should have been left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 57-year-old male patient presenting with postcardiotomy cardiogenic shock (pccs). During support, a controller failure alarm occurred on the console. The impella console was exchanged, and the issue resolved. The reported events are controller failure, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. H3 (device evaluated by manufacturer?) Has been updated. The pi was completed with the physical product returned. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.